Event description:
It was reported that an ilet device with serial number (B)(6) was accidentally dropped, resulting in a cracked screen and loss of function consistent with physical damage to the display and user interface components. Symptoms included no reported adverse clinical effects. Outcomes included replacement coordination and user instruction to continue cgm use with phone or receiver until the replacement arrives. Investigation included troubleshooting and education with guidance to sync data, register the replacement, and shut down the device prior to return. Investigation of this case revealed device damage attributable to accidental impact, with failure localized to the screen assembly and associated interface functionality. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.